Manufacturer narrative:
Date of the event is estimated. Further information requested but not yet received.

Event description:
It was reported that the patient had their system explanted on an unknown date for an unknown reason.

Manufacturer narrative:
The event of explant was reported to abbott. The patient's systems have all been explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.